Manufacturer narrative:
Investigation description: no fault found with this device. The ilet powered on and the sleep/wake button was responsive to touch inputs from all fingers even through 4mil nitrile gloves. See files section for recording. The engineering logs were reviewed and no malfunction alerts were found. See files section for logs.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive despite multiple restarts, the screen remained usable, the device could not be shut down through the menu, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms reported by the user and no medical intervention or hospitalization. Investigation included remote troubleshooting and verification that firmware was current, with plans for device return. Investigation of this case revealed a malfunction of the sleep/wake hardware control consistent with a device mechanical or interface failure, with no evidence of user harm. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the button interface.